Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 5:30 pm with blood glucose over 512 mg/dl. Customer was hospitalized because they had diabetes ketoacidosis. Customer's mother did not mention any symptom. Customer was treated in the emergency room. Customer's mother cannot recall when high blood glucose reading started. Customer's mother cannot recall their current blood glucose reading. Customer blood glucose at the time of the incident was 512 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6) hospital. Infusion set was changed on (B)(6) 2017. Customer did not troubleshoot high blood glucose reading. Insulin pump will not be returning for analysis.